Event description:
Event description cpi received information that this bipolar lead was capped. During a routine implant procedure of an implantable pulse generator (ipg) the physician was unable to move this lead. The lead appears to be logged in the tricuspid valve area. The physician elected to cap the lead and replace it with a different bipolar lead.